Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began on the morning of a week prior. The cca noted that the pt manages his diabetes by taking a combination of an oral medication and insulin. It is unk if the pt made any changes to his management as a result of the issue. Approximately 2 days after the issue began, the pt claimed he developed symptoms of frequent urination and a "nasty taste in mouth." The pt denied receiving medical treatment; however, reported that he had more food and/or drink on the early morning and evening of four days prior to original date, as a result of the issue. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.